Event description:
A man patient with untreated distal hypospadias developed a discreet proximal bulbar urethral stricture and underwent urolume placement complicated by recurrence. The stent placement converted a short bulbar urethral stricture into a highly complex 23-cm pan-urethral stricture that required reconstruction with stent excision and combined tissue transfer reconstruction.